Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a hematoma/swelling/edema occurred. During the watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. The physician was performing the transseptal puncture (tsp) positioning at mid-inferior and mid on the fossa. When radio frequency (rf) was delivered, the physician thought that the rf wire was still in the dilator. The transesophageal echocardiogram (tee) probe was obstructing the view of the dilator tip so its probe was moved a bit and the rf was delivered again. The physician did not realize that the connect device could have moved from the time of the initial rf to the time the actually went across. After the watchman device was released, the tee physician noticed a hematoma/swelling around the non-coronary cusp of the aortic root which was not present prior to the procedure. The shunting of the transseptal puncture was observed and it was noted very anterior, almost right next to the aorta. The cardiac surgeon was called and aortogram computed tomography (cta) was requested. The patient was kept hospitalized for monitoring. The cta results were normal, the patient remained stable (current status unknown) and will have a repeat cta done. The device is not expected to be returned for analysis (discarded).